Manufacturer narrative:
Explant date: 2019.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the stimulation was making the patient use the restroom more often. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.